Event description:
A female who underwent successful ethanol ablation of the first septal perforator. She returned 18 months later for a second alcohol septal ablation to her second perforator branch. The procedure was complicated by a mid lad dissection which was treated with a 3.5x28mm cypher stent across the myocardial bridge. One year later she had recurrent angina. Repeat coronary angiography revealed a stent fracture in the mid segment associated with restenosis. It was treated with a second 3.5x18mm cypher stent with good results.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.